Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette from the cycler at the end of peritoneal dialysis (pd) therapy. The patient reported receiving air detected in cassette and patient line is blocked alarms. The alarms were unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent an acceleration stress test (ast) and valve actuation testing and was found to meet product specifications. Upon initiating a simulated treatment, the machine alarmed with a ¿pressure leak¿ alarm followed by a ¿make sure heater bag is on heater tray and unclamped¿ alarm before treatment was cancelled. Subsequent system air leak testing found that the vacuum pressure was dropping due to creased diaphragms a and b. During the inspection it was also discovered that fluid was present in a line of tubing that connected to hydrophobic filter 3 (hp3). An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event and an associated cause could not be determined. The cycler was refurbished following evaluation. Should additional relevant information become available, a supplemental report will be submitted.